Event description:
It was reported that the staff had foley tray (a899916) for patient but was unable to use this tray because it has a metal clip and staff were new and did not know why their predecessors have been able to. Stated that staff was currently grabbing 154006 from other units and swapping that portion out. They have been pulling a drainage bag 154006 with a plastic drainage clip separately to insure there was no metal present in case the patient needs to go to magnetic resonance imaging (MRI). They were currently breaking the closed system to add this bag since it did not have any metal. Stated that the customer could call for letter on MRI safety bags with metal drainage clips since the MRI instructions were not in the instructions for use (IFU).customer preference: customer said their preference was to have the full kit (the a899916 but without a metal clip).

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "¿incorrect/ missing translation; missing instructions; vendor/printer error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: it states, "do not alter the statlock® device or components. Procedure must be performed by trained personnel with knowledge of anatomical landmarks, safe technique and potential complications." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the staff had foley tray (B)(6) for patient but was unable to use this tray because it has a metal clip and staff were new and did not know why their predecessors have been able to. Stated that staff was currently grabbing 154006 from other units and swapping that portion out. They have been pulling a drainage bag 154006 with a plastic drainage clip separately to insure there was no metal present in case the patient needs to go to magnetic resonance imaging (MRI). They were currently breaking the closed system to add this bag since it did not have any metal. Stated that the customer could call for letter on MRI safety bags with metal drainage clips since the MRI instructions were not in the instructions for use (IFU). Customer preference: customer said their preference was to have the full kit (the (B)(6) but without a metal clip).